Event description:
"Cpi" rec'd info that these two myocardial leads exhibited an insulation breech. One lead was a patch lead and the other was a pace/sense lead. A new device and lead system were implanted. The leads were capped and remain implanted.